Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Final angiogram showed no endoleak, and the physician completed the procedure. After the procedure on the same day, necrosis of the left fifth toe was identified. It was reported that the necrosis was due to embolism. The patient received treatment.